Event description:
Pt. Underwent implantation of cervical spine cord stimulating electrodes, radiofrequency generator in 2002. Operating room 13 days later for replacement of connection lead due to lead failure.